Event description:
It was reported that during a ventriculostomy and a ventriculo-peritoneal shunt placement that the outer sheat of the pneumatic hose ruptured/exploded. There was no report of injury to the patient or staff.

Event description:
It was reported that during a ventriculostomy and a ventriculo-peritoneal shunt placement that the outer sheat of the pneumatic hose ruptured/exploded. There was no report of injury to the patient or staff.